Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly damaged and cracked during trailing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed a fracture on the medial side of the post along with dents and gouge marks, which were indicative of repeated use. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.